Event description:
It was reported that the right atrial (ra) lead showed signs of oversensing. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958 implantable tachy lead 2006 (B)(6); 419378 implantable pacing lead 2006 (B)(6). (B)(4).